Manufacturer narrative:
As received, a complete lead was returned in one piece. Stylet insertion test was performed and was able to be inserted and removed with no anomalies noted. The reported event of helix failure to extend was confirmed. As returned, the helix was partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over-torqued consistent with procedural damage. After cleaning, helix could be extended and retracted by applying torque to the inner coil. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and over-torqued inner coil at the connector region. The reported event of difficulty inserting the stylet, high pacing lead impedance, and undersensing were not confirmed.

Event description:
Additional information received indicated that low sensing threshold and high pacing impedance were noted during implant on the right ventricular (rv) lead.

Event description:
Additional information received indicated the r-wave amplitude variation resulted in episodes of undersensing.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, the physician noticed difficulty implanting the right ventricular (rv) lead and advancing the stylet in the rv lead. Once the lead was placed in the correct position, the electrical measurements were not optimal. Furthermore, the helix was unable to extend. The rv lead was explanted and replaced. The patient was stable.